Event description:
Integra received notice that the device was used in a surgical procedure in 2005. As a result, pt injury has been alleged. This incident is being further investigated.

Manufacturer narrative:
The device involved in the reported incident is expected to be available for eval. An investigation has been initiated based on the reported info.